Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. The implant coil found broken off from the detach element with the polypropylene filament broken within the introducer sheath. This condition was not reported initially. In addition, the axium prime implant coil was found to be stretched and damaged within the introducer sheath. The pusher was retracted from the introducer sheath for further analysis. The coin was found pushed up against the lumen stop. The shield coil is present and intact with the implant coil still attached and undamaged. The axium prime implant coil could not be pushed out from within the introducer sheath due to its damaged state and was successfully flushed out using water. Based on the device analysis and reported information, we were unable to determined the coil broke from the pushwire. It is possible the implant coil became damaged, stretched and broken when retracting the implant coil following hydration. Other potential causes for the damage could be pushwire rotation, or due to improper hubbing technique (over tightening of the rhv) subsequently causing the implant coil to become stuck. Advancing the coil against resistance would result in damage to the implant coil. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil would not come out of the sheath during preparation. The device was not used in the patient. The patient was undergoing surgery for treatment of a ruptured, saccular aneurysm on the right side with a max diameter of 4mm and a neck diameter of 2mm. Based on the device returned evaluation found the axium prime implant coil was found broken within the introducer sheath.